Event description:
It was reported that the lead integrity alert (lia) triggered on the remote transmission, and the right ventricular (rv) lead exhibited elevated oversensing and noise. The patient will be evaluated further and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead - (B)(6) 2011; 6725 implantable adaptor - (B)(6) 2011. (B)(4).